Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our affiliates in (B)(4), there was difficulty with valve alignment. As seen on the provided imagery showing attempts at retrieval of the commander through the esheath, several struts of the valve bent during procedure. As reported by our affiliates in (B)(4), a 29mm sapien 3 case by tf approach in aortic position was performed ona patient with severe vessel tortuosity, while pushing the commander and valve through the e-sheath, it seemed as if the commander torqued and kinked. Then during valve alignment, the balloon bulged in front of the valve. The valve was placed in the native valve but when starting with valve deployment, it did not inflate at all. ¿the balloon must have ruptured¿. The commander was pulled back into the right iliac artery. Retrieval of the valve back into the e-sheath was not possible. From the contralateral side, a new puncture was placed and a 29mm sapien 3 valve was successfully implanted. Afterwards, the commander which was placed in the right iliac artery was surgically removed. The patient was doing okay post procedure.

Manufacturer narrative:
Additional information: the sapien 3 valve was returned to edwards lifesciences for evaluation. During visual inspection the inflow side of valve was expanded by engineering in order to separate the valve and inflation balloon. Multiple exposed struts were observed through skirt joints¿likely due to manipulation from the withdrawal difficulty experienced during the procedure. The outflow side of valve frame appeared bent/distorted, with some struts flared outward¿likely due to manipulation from the withdrawal difficulty experienced during the procedure. No other abnormalities observed on valve and returned delivery system. Due to the condition of the returned valve (previously crimped and bent struts), no functional or dimensional testing was performed. The complaint was confirmed through visual inspection. During manufacturing, the valve underwent multiple 100% inspections. During manufacturing of the frame, the components underwent the following inspections: the frame components were 100% dimensionally inspected, also 100% visually inspected for scratches, fracture/cracks, rough surface, pitting, divot, distortion, gap/void/notch and any deformation. In addition, samples were mechanically tensile tested and a sample was measured for grain size. Of note, all samples passed product verification testing. After cleaning and drying, the frame components were 100% visually inspected for scratches, grooves, and deformation using magnification. The in-process sapien 3 valves were 100% inspected for manufacturing defects before and after valve holder attachment. Prior to final packaging, 100% visual inspection of the valves were performed for damages. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint event. A review of lot history for the work order revealed no other similar complaints. Procedural cine imagery was provided by the complaint site. Review of the imagery revealed that the patient had severely tortuous anatomy and that withdrawal of the delivery system was attempted in a curved section. Additionally, during withdrawal, the valve was not flush against the flex tip. As a result, the valve struts were caught on the sheath tip. Due to the manipulation from the withdrawal difficulty, the valve struts were bent. A review of returned complaint history from february 2017 to january 2018 for the sapien 3 valve (all sizes) with commander delivery system revealed other similar complaints which were confirmed through investigation, but no manufacturing non-conformances that would have contributed to the reported events were identified. There is no trend in terms of valve size as similar complaints have been reported on all sizes (20mm, 23mm, 26mm, and 29mm). A review of complaint history for the month of january 2018 revealed that the occurrence rate did not exceed the control limit for the applicable trend category. The commander delivery system with s3 instructions for use, device preparation training manual and procedural training manual were reviewed for instructions or guidance for proper preparation and use of the commander delivery system and no deficiencies were identified. Since no manufacturing non-conformances or IFU/training deficiencies were identified, an fmea assessment was not required. The complaint for ¿frame ¿ damaged-during use¿ was confirmed. A review of the lot history, DHR, manufacturing mitigations, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. Additionally, a review of the IFU and training manual revealed no deficiencies. A review of available history suggests that patient/procedural factors (tortuous anatomy and delivery system withdrawal difficulty) may have contributed to the frame damage. As noted in the imagery review, delivery system withdrawal was attempted in a curved section and the valve was not flush with the flex tip during valve retrieval into the sheath. As a result, the valve became non-coaxial with the sheath shaft, causing the valve struts to get caught on the sheath tip. The excessive force and manipulation applied then caused the valve struts to get bent. No manufacturing or IFU/labeling inadequacies were identified, and the occurrence rate for the applicable trend category did not exceed the january 2018 control limit. As such, no corrective or preventative actions are required at this time.